Manufacturer narrative:
Sorin group received a report that the heart could not be drained during a procedure because the malleable vent catheter was blocked. There was no report of patient injury. On (B)(6) 2015, this issue was reported by the customer to the local competent authority where the event occurred. This medwatch report is being filed in response to this action. The complaint product was returned to sorin group USA for evaluation. Photographic and visual inspection confirmed occlusion on the proximal end of the cannula at the connector bond. The unit appears to be completely occluded due to excessive adhesive. This occlusion was caused by a manufacturing error. All individuals responsible for adhesion application and inspection of the product before release were gathered together based on the reported lot number. The manufacturing operating procedure addressing uv adhesive application and curing methods were reviewed, and the possible causes for this concern were discussed to ensure that the proper steps needed for this assembly were clearly understood. If an occlusion of this nature were to reoccur, it would be found during the priming of flushing of the produce before used, as instructed in the instructions for use. The medical staff would be able to exchange the device for another.

Manufacturer narrative:
Patient information was not provided. Sorin group received a report that the heart could not be drained during a procedure because the malleable vent catheter was blocked. There was no report of patient injury. On (B)(6) 2015, this issue was reported by the customer to the local competent authority where the event occurred. This medwatch report is being filed in response to this action. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device evaluation is in progress.

Event description:
Sorin group received a report that the heart could not be drained during a procedure because the malleable vent catheter was blocked. There was no report of patient injury.